Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope displayed a noisy image and cannot recognize the object during reprocessing. The intended procedure was a therapeutic bronchoscopy. The procedure was completed using the subject device. The patient was not under sedation and there is no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of displaying noisy image and cannot recognize the object was not confirmed. In addition, the coating of insertion section was worn and peeling off. The image was distorted but the object is visible. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the noisy image could not be determined as the issue was not confirmed. The event can be prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.